Event description:
It was reported that this implantable lead was explanted due to unspecified reasons. In the replacement procedure, this lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.